Event description:
It was reported that during an implant attempt, the patient experienced phrenic stimulation along the entire length of the vein and it was not possible to advance the lead far enough to avoid stimulating the phrenic nerve. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, ananlyzed, and no anomalies were found.